Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath device was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a clear stuff was noticed in the ureter of the patient which was confirmed to be the inner film of the sheath that have peeled off. A photo sent by the customer has confirmed that inner film of the sheath was peeling off. The procedure was completed at this time. There were no patient complications reported as a result of this event.